Manufacturer narrative:
Other applicable components are: : product ID: 37791, serial#: unknown, product type: recharger. Product ID: 37746, serial#: (B)(4), product type: programmer, patient.

Event description:
A patient reported she was unable to recharge her implant and was getting the reposition antenna message. The patient programmer screen was blank. The patient did not have new batteries to change them out. The last time the patient recharged was (B)(6) 2017, and the patient last felt stimulation on (B)(6) 2017. It was recommended that the patient get brand new aaa alkaline batteries and call back to report what she gets on the screen when she syncs. It was later reported that the patient changed the batteries to the patent programmer and was successfully able to communicate with the patient programmer, and it was showing stimulation was off at 0.30v. The patient was assisted with turning stimulation back on. A new insr antenna was sent to see if that resolved the reposition antenna screen. No further complications were reported/anticipated. The indication for implant was complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the recharger antenna resolved the reposition antenna issue and that their weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.